Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015, an fse conducted follow-up with the customer over the phone to address the reported event. The customer indicated that he would try running the device with caps off until a fse made it to the site for repair. A review of complaint history after this ticket determined that follow up intervention/repair was investigated and reported under a separate ticket. The fse arrived at the site on 28-jul-2015. Visual inspection confirmed leakage from the front of the filter and column oven. Further investigation noted a failure of the sample loop which was subsequently replaced, resolving the issue. No further action was required by field service. The most probable cause of the reported event was due to a defective sample loop.

Event description:
On (B)(6) 2015, the customer reported a high total area (5000-6000) on primary tubes with their g8 analyzer. The customer repeated a second time and the total area was now 2000-3000. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.